Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a display issue occurred on a mobile application. On (B)(6) 2024, the patient reported that on (B)(6) 2024, they experienced frozen screen on the mobile phone display device. On (B)(6) 2024, the reading was stuck on the previous estimated glucose value (egv) and the patient was unable to stop the previous sensor session. It was reported that the patient had hyperglycemia and wasn't able to clearly say what was going on with the device. During the phone call, the technical support (ts) agent noted that that the app was stuck on the old reading, that value was not documented. The patient could not stop the previous sensor session, which reportedly resulted in her hyperglycemia because she was unable to track her glycemic state through the dexcom app. The patient did not say much about the problem. At the time of the call, she was still in the hospital because she will have surgery because of infections (reportedly due to diabetes). The patient noted pain in her foot. Treatment and management of hyperglycemia was not documented. There was no documentation of further medical evaluation or intervention. No other details were documented. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6)2025. Upon further review of the data investigation, data confirmed the allegation. The probable cause was determined to be an error with an event handler which caused the app to prevent the trend graph and current estimated glucose value from updating. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).